Manufacturer narrative:
(B)(4).

Event description:
Customer states during insertion the sheath wings broke off. They were able to complete the insertion with no problems.

Manufacturer narrative:
(B)(4). The customer returned one peel away sheath for evaluation. The sheath was returned in two pieces. The distal ends of the sheath halves were still connected; however, the tab of one of those halves was separated from the sheath body. The sheath body was separated from the tab horizontally along the tab base. The proximal end of the sheath body remained adhered to the inside of the tab. Both broken edges of the body are stretched and jagged, indicating undue force caused the separation. Microscopic examination of the separated tab confirmed these findings. Approximately 5 mm of the sheath body remained adhered to the inside of the broken tab. The distal halves of the sheath that were still connected were able to be separated down the score lines with no issues. A device history record review was performed and no relevant findings were identified that would suggest any defect or damage caused during the manufacturing process. The IFU provided with this kit instructs the user to advance sheath/dilator assembly with a slight twisting motion to help sheath advancement. The reported complaint that one of the sheath tabs broke off during use was confirmed through visual examination of the returned sample. One of the two sheath tabs was separated from the sheath body by a tear in the sheath body just below the tab. The edges of the separation point appear jagged and stretched, indicating undue force caused the separation. A device history record review was performed on the peel-away sheath and no relevant findings were identified that would suggest any defect or damage caused during the manufacturing process. Based on the condition of the returned sheath at the point of separation, it was determined that unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Customer states during insertion the sheath wings broke off. They were able to complete the insertion with no problems.